Event description:
It is reported that the tibial baseplate was implanted in 2005, and the articular surface was implanted in 2006 and revised in 2009 due to the tibial component loosening due to poly wear. Delamination and a split or gouge in the poly was noticed on extraction.

Manufacturer narrative:
Evaluation summary: the product experience report alleges that the tibial assembly was loose due to poly wear. The patient had a tka in 2005 with a poly swap for an unknown reason in 2006. It is unknown whether the tibial baseplate was intact or had some wear/loosening at the time of the poly swap. The returned poly is worn on both sides of the surface, and sem analysis suggests the wear could be due to third body particles (bone debris) left out in the joint space. Based on the available information, a definitive root cause can not be ascertained at this time. Evaluation codes: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.